Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to sui. It was reported that patient underwent partial mesh removal as some of the material was embedded into tissue on (B)(6) 2013 due to recurrent infections and pain.

Manufacturer narrative:
It was reported that following insertion the patient experienced stress urinary incontinence. It was reported that the patient underwent vaginal mesh removal on the left side on (B)(6) 2016 by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that patient underwent transurethral resection of bladder lesion on (B)(6) 2010. No additional information was provided.